Manufacturer narrative:
3/24/1998 - supplemental report #2 submitted to FDA.

Event description:
The device was used during a conventional cystectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury.